Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument's wrist became detached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist became "unhooked" and was not fully detached. It was loose at one side. The instrument was inspected prior to use with no issues. The instrument did not collide with other instruments or tool during the procedure. The customer used a backup force bipolar instrument to complete the surgery.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.186" x 0.551" was found to be broken off. The broken piece was returned and still attached to the instrument. Components adjacent to this broken grip show damage. Further inspection identified mechanical indentations on the molded insulator, bent grip tip base, and indentations on the grip tip base were also observed. Additionally, the instrument was found to have one severely bent grip tip at the base. Components adjacent to this severely bent grip show damage which may indicate potential mishandling/misuse. Mechanical indentations on the molded insulator, bent grip tip base, and indentations on the grip tip base were observed.

Event description:
Refer to h10/h11 for follow-up information.